Event description:
It was reported that during a mid-foot fusion that the lag screw drill broke and a fragment was left in the patient. Per the rep, surgeon possibly hit one of the crossing k-wires which broke the drill. The drill was received and inspected by engineering. The drill appeared fractured on one end, which further contributes to the suspicion that the surgeon ran into something during the drilling process. Additionally, x-rays show that the fractured tip was relatively deep in the bone. There was no evidence of where the k-wire was, but per the rep present in the case, there was a wire used for guidance that was removed prior to the x-rays. Based on the information received, the most likely root cause of the broken driver is user error associated with the surgeon hitting a wire while drilling for the screw.